Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened while suturing the patient's muscle skin, rendering the suture unusable. The surgeon immediately checked the integrity of the broken end to avoid any foreign objects remaining in the patient's body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device and no non-conformance's / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.